Event description:
Customer called to report a cidex splash in an employee's eye. The employee was not wearing goggles as is their requirement and as described in the product labeling. The employee washed his eye with water continuously for 15 minutes and saw a physician, who prescribed ointment for the eye. A follow up phone call indicated that he was "feeling fine".